Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing sharp pains in the spine and the ipg was sore to the touch. The patient was taking pain medication, however, it was not helping.